Manufacturer narrative:
The device was returned to olympus and device evaluation is anticipated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that video processor did not display the image from the video scope on to the monitor. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to corrosion of the video connector receiving contacts. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction was found during inspection for use, for a diagnostic procedure. The procedure was completed using another device.